Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured between (B)(6) 2019 to (B)(6)2019. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a japanese infusor sv 2.5 under infused during a patient infusion at the hospital. The device had been filled with 70mls fluorouracil (5-fu) and 30mls saline (both non-baxter). The infusion took more than the expected 46 hours to infuse and afterwards there was approximately 80mls of residual fluid. There was no report of patient injury or medical intervention associated with this event. No additional information is available.